Event description:
It was reported a pocket fill occurred. It was noted that "most" of the 20mls "likely" went into the pocket; the health care provider (hcp) was "only able to aspirate "approximately" 2mls from the pump." The patient felt a burning "shortly" after the fill and was "high as a kite." It was reported the patient went to ultrasound to "see if there was fluid in the pocket," no results were reported. Three hours after pocket fill, patient was "brought to critical care and given oxygen for apnea episodes," which the patient "used to" have when she took "orals." It was noted that the patient was to be monitored "for a few months." At the time of this report no patient outcome was noted. The device system was used to infuse bupivacaine, and dilaudid. A follow up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient experienced a pocket fill. The patient had an ultrasound (B)(6) 2012 that showed no appreciable collection. The patient experienced pain at the pump site, anxiety, and hypertension. The patient was observed in the intensive care unit (ICU) for 24 hours. The patient outcome was no injury. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion code(s) no longer applies to this event.